Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329; product type: compression loading system (cls); product ID: d-evolutfx-2329}; product type: delivery catheter system (dcs); product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after deployment the physician decided to conduct a post-implant balloon aortic valvuloplasty (bav) due to hemodynamics evaluation. After post-dilation with a 20 true non-compliant balloon, hypotension ensued. Echocardiogram evaluation revealed an effusion. The effusion was drained and the patient was temporarily stable, until the effusion returned after some time while closing the legs via cutdown. Per the guidance of the surgeon and request of the family, the chest was not opened and the patient subsequently decompensated and passed away while under management of the catheter laboratory team.

Manufacturer narrative:
Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the valve was implanted at a depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp. Subsequently, the patient hemodynamics was stable. However, it was noted by the surgeon that the left ventricle end diastolic pressure was elevated from 5-17mmhg. Mild paravalvular leak was noted on echocardiogram and root aortogram, so a post-implant balloon aortic valvuloplasty (bav) was elected to be performed. Per the physician, the cause of the effusion was speculated that the heavy calcium from the leaflet on the ncc was pushed through the aortic while by force of the bav balloon. The mean diameter of the annulus was 20.9mm, and a 20mm non-medtronic balloon was selected. Pericardiocentesis was performed, and the patient became stable temporarily. It was noted the cause of death was unknown on documentation, but presumably annular rupture.